Event description:
The customer reported that when the table moves down it hits the gantry. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system and determined that the horizontal displays indicated the table horizontal position was between 10000 and 13000, when it should be between 0 and 1900 which allowed the foot extension board (that was mounted on the gantry end of the couch) to contact the gantry. The fse was able to duplcate the issue. The fse determined that the horizontal encoders had failed and that the end of the kirkscrew where the relative encoder is mounted was damaged. The fse replaced the horizontal drive motor, kirkscrew, absolute encoder and the relative encoder to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, a customer reported that after the injection, the acquisition failed and the message: "resource for allocation failed" was displayed. After the message was displayed, the table moved down and hit the gantry. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system and determined that the horizontal displays indicated the table horizontal position was between 10000 and 13000, when it should be between 0 and 1900, which allowed the foot extension board (that was mounted on the gantry end of the couch) to contact the gantry. The fse was able to duplicate the issue. The fse determined that the horizontal encoders had failed and that the end of the kirkscrew where the relative encoder is mounted was damaged. The fse replaced the horizontal drive motor, kirkscrew, absolute encoder and the relative encoder to resolve the issue. The "resource for allocation failed" issue is addressed in a subsequent complaint. The failed parts were not available for return. CT engineering determined this issue to have an acceptable risk. The following risk mitigations for this issue are as follows: ¿ emergency stop controls on the gantry panels and CT operation box removes power from motion system within 0.5 seconds and stops horizontal motion within 10mm per iec 60601-1. ¿ instruction in instruction for use to watch patient during all movement. ¿ as per iec 60601-1 3rd ed., clause 7.2.2, each detachable component is labeled with the following info: manufacturer, model (1-5). ¿ IFU lists approved accessories (1-5). ¿ specify, design, inspect and test patient table motion and data acquisition subsystem designs per established development standards. (1-5) ¿ patient table braking in emergency situation complies with iec-601-2-32 regulations. Table horizontal motion stops in less than 10mm even at speeds as high as 200mm/sec. (1-5) ¿ design employs no sharp corners or projecting parts. (1-5) the fse replaced the horizontal drive motor, kirkscrew, absolute encoder, and the relative encoder to resolve the issue. The cause was not available to be determined due to the lack of parts being available for engineering evaluation. Based upon the information available, the probable cause of this event was due to the failed horizontal encoders.

Event description:
The customer reported that when the table moves down it hits the gantry. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander. The fse evaluated the system and determined that the horizontal displays indicated the table horizontal position was between 10000 and 13000, when it should be between 0 and 1900 which allowed the foot extension board (that was mounted on the gantry end of the couch) to contact the gantry. The fse was able to duplicate the issue. The fse determined that the horizontal encoders had failed and that the end of the kirkscrew where the relative encoder is mounted was damaged. The fse replaced the horizontal drive motor, kirkscrew, absolute encoder and the relative encoder to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).